Manufacturer narrative:
Additionally, information was received and confirms the patient was successfully weaned from the impella device and the device was explanted with a survived outcome. D6b explant date has been updated accordingly (with d6a implant date repopulated).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 56-year-old female patient underwent elective placement of an impella 5.5 (sn: (B)(6) via direct right surgical access to the aorta on (B)(6) 2026 at approximately 07:00 am for pre support clinical status consistent with scai shock stage d. During the surgical procedure, the patient experienced significant surgical bleeding and required transfusion of multiple blood products. Based on the information available, this event was related to surgical bleeding and not associated with the impella device¿s performance, functionality, or use. The device remained in situ and continued to provide support, with no evidence of device contribution to the event. The reported major bleed is consistent with the anticoagulation/purge requirements and underlying critical condition of the patient. The patient remains on support at the time of reporting.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the major bleed/patient device interaction was not determined due to insufficient clinical details and no product return.